Event description:
It was reported that patient had sever irritation and scratching from an abdominal clipping prep. Verbatim: srg - clipper. Email verbatim: "I received a call/ complaint yesterday, she sent me a photo of a patient with severe irritation and scratching from an abdominal clipping prep. In my professional opinion it was user error but she is confident that the staff know how to use the clipper and it is related to the clipper itself. My ask is that the staff get re-educated on the proper use of the clipper. Please let me know when this can take place. Thanks for your assistance."

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause. If samples, photos or additional information becomes available in the future, bd will re-open and investigate accordingly. A production record review was not completed as the batch/lot information was not provided. No further actions are required at this time. The failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported that patient had severe irritation and scratching from an abdominal clipping prep. Verbatim: srg - clipper. Email verbatim: " I received a call/complaint yesterday, she sent me a photo of a patient with severe irritation and scratching from an abdominal clipping prep. In my professional opinion it was user error but she is confident that the staff know how to use the clipper and it is related to the clipper itself. My ask is that the staff get re-educated on the proper use of the clipper. Please let me know when this can take place. Thanks for your assistance,"